Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. During troubleshooting with technical support, the malfunction alarm was cleared. The customer had reverted to an alternate method of insulin therapy prior to troubleshooting with tandem technical support but planned to resume therapy on the pump.